Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the left ventricular lead exhibited loss of capture. Upon inspection, a fracture was noted on the lead. The lead was explanted successfully. The physician decided not to replace the lead. The patient was stable and was discharged in evening.